Event description:
This case is cross referred to (B)(4) (same patient). This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns (B)(6) male patient who experienced redness in left knee, fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps (recurrent), hit his head, nose started bleeding, fever, swelling in left knee and increased pain in left knee after unknown latency of receiving treatment with synvisc one. Also device malfunction was identified for the reported lot number. No relevant past drugs, concomitant medication or concurrent condition was provided. Medical history included hypertension, seasonal allergies and gerd (gastroesophageal reflux disease). The patient had no prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator, had no allergy history on an unspecified date, the patient initiated treatment with intra-articular synvisc one injection (batch/lot number: 7rsl021, dose, frequency, indication, expiry date: not provided) in left knee. The same day of the injection, he started having increased pain, swelling and redness in his left knee where he received the injection. Pain was 4-6 on scale of 1-10 after the injection. On an unspecified date after unknown latency, the patient had also fallen twice 2 weeks ago due to knee giving out on him walking up the steps at his son's house. He also fell walking up on the step to his porch and he hit his head and his nose started bleeding. Patient did not remember when he received the injection, it was (B)(6). Patient stated he did not go to the follow-up appointment or notify his hcp (healthcare professional) for the symptoms he was having because he thought it was the hcp fault. He thought they might have done something wrong because his injection prior to this, approximately 6 months ago he did not experience these symptoms. He did have some pain with that one but did not notice much swelling. The patient was able to bear weight before and after injection. The patient still did not use an ambulatory device but had fallen 2 times. The patient had no pain prior to injection. On an unspecified date after unknown latency, patient woke up with fever on 2 or three occasions at night. Patient did not take his temperature, he just felt hot. Patient took paracetamol (tylenol) and applied ice. The patient still had pain off and on. Corrective treatment: paracetamol (tylenol) and applied ice for all events outcome: not recovered for increased pain in left knee; unknown for rest all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction.

Event description:
This csae is cross referred to (B)(4). Patient). This unsolicited case from united states was received on 01-mar-2018 from a patient. This case concerns 77 year old male patient who experienced redness in left knee, fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps (recurrent), hit his head, nose started bleeding, fever, swelling in left knee and increased pain in left knee, fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps (recurrent) (latency: unknown) and nerve damage in leg (latency: 0 day) after unknown latency of receiving treatment with synvisc one. Also device malfunction was identified for the reported lot number. No past drug was provided. Medical history included hypertension, seasonal allergies and gerd (gastroesophageal reflux disease). Concomitant medications included isosorbide mononitrate for heart problems omeprazole (prilosec) for acid reflux, oxaprozin (daypro) for arthritis, levothyroxine sodium (levothyroxine) for thyroid disorder and fluticasone propionate/salmeterol xinafoate (advair diskus) for copd. The patient had no prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator, had no allergy history. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, 1 dose once (batch/lot number: 7rsl021; expiry date: not provided) for knee pain in left knee. The same day of the injection, he started having increased pain, swelling and redness in his left knee where he received the injection. Pain was 4-6 on scale of 1-10 after the injection. On the same day of the injection, patient e on an unspecified date after unknown latency, the patient had also fallen twice 2 weeks ago due to knee giving out on him walking up the steps at his son's house. He also fell walking up on the step to his porch and he hit his head and his nose started bleeding. Patient did not remember when he received the injection, it was either december, january or february. Patient stated he did not go to the follow-up appointment or notify his hcp (healthcare professional) for the symptoms he was having because he thought it was the hcp fault. He thought they might have done something wrong because his injection prior to this, approximately 6 months ago he did not experience these symptoms. He did have some pain with that one but did not notice much swelling. The patient was able to bear weight before and after injection. The patient still did not use an ambulatory device but had fallen 2 times. The patient had no pain prior to injection. On an unspecified date after unknown latency, patient woke up with fever on 2 or three occasions at night. Patient did not take his temperature, he just felt hot. Patient took paracetamol (tylenol) and applied ice. Corrective treatment: none for nerve damage in leg; paracetamol (tylenol) and applied ice for rest all events outcome: not recovered for increased pain in left knee, nerve damage in leg; unknown for rest all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Follow up was received on 07-mar-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 20-mar-2018 from the patient. Event nerve damage in leg was added. Start date, stop date, dose, frequency and indication were updated of synvisc one. Concomitant medications isosorbide mononitrate, omeprazole (prilosec), oxaprozin (daypro), levothyroxine sodium (levothyroxine) and fluticasone propionate/salmeterol xinafoate (advair diskus). Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 20-mar-2018:the follow up information does not change the prior assessment of the case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced injection site joint erythema, fall, head injury, knee swelling and knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps.(recurrent) [fall] hit his head [head injury] nose started bleeding [bleeding nose] fever [fever] nerve damage in leg [nerve damage] leg cramps are very painful [pain legs] dizziness [dizziness] liquid buildup in leg [oedema lower limb] leg cramps [cramp legs] swelling in left knee [knee swelling] increased pain in left knee [knee pain] redness in left knee [injection site joint erythema]. Case narrative: this csae is cross referrenced to (B)(4). This unsolicited case from united states was received on 01-mar-2018 from a patient. This case concerns 77 year old male patient who experienced redness in left knee, fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps (recurrent), hit his head, nose started bleeding, fever, swelling in left knee and increased pain in left knee, fell walking on the step to porch/ fallen twice due to knee giving out on him walking up the steps (recurrent), liquid buildup in leg, leg cramps, dizziness, leg cramps very painful (latency: unknown) and nerve damage in leg (latency: 0 day) after receiving treatment with hylan g-f 20, sodium hyaluronate (synvisc one). Also device malfunction was identified for the reported lot number. No past drug was provided. Medical history included osteoarthritis, hypertension, seasonal allergies and gerd (gastroesophageal reflux disease). Concomitant medications included isosorbide mononitrate for heart problems omeprazole (prilosec) for acid reflux, oxaprozin (daypro) for arthritis, levothyroxine sodium (levothyroxine) for thyroid disorder and fluticasone propionate/salmeterol xinafoate (advair diskus) for copd. The patient had no prosthetic hip/knee, prosthetic valve, pacemaker or defibrillator, had no allergy history. On (B)(6) 2017, the patient initiated treatment with intra-articular hylan g-f 20, sodium hyaluronate injection, 1 dose once (batch/lot number: 7rsl021; expiry date: 31-may-2020) for knee pain in left knee. The same day of the injection, he started having increased pain, swelling and redness in his left knee where he received the injection. Pain was 4-6 on scale of 1-10 after the injection. On an unspecified date after unknown latency, the patient had also fallen twice 2 weeks ago due to knee giving out on him walking up the steps at his son's house. He also fell walking up on the step to his porch and he hit his head and his nose started bleeding. Patient did not remember when he received the injection, it was either december, january or february. Patient stated he did not go to the follow-up appointment or notify his hcp (healthcare professional) for the symptoms he was having because he thought it was the hcp fault. He thought they might have done something wrong because his injection prior to this, approximately 6 months ago he did not experience these symptoms. He did have some pain with that one but did not notice much swelling. The patient was able to bear weight before and after injection. The patient still did not use an ambulatory device but had fallen 2 times. The patient had no pain prior to injection. On an unspecified date after unknown latency, patient woke up with fever on 2 or three occasions at night. Patient did not take his temperature, he just felt hot. Patient took paracetamol (tylenol) and applied ice. On an unknown date, patient had liquid buildup in leg, leg cramps which were very painful, dizziness (latency: unknown). Corrective treatment: none for nerve damage in leg; not reported for liquid buildup in leg, dizziness, leg cramps very painful; over the counter medication for fever and leg cramps, paracetamol (tylenol) and applied ice for rest all events outcome: not recovered for swelling in left knee, increased pain in left knee, nerve damage in leg; recovering for fever, liquid buildup in leg, leg cramps, dizziness, leg cramps very painful; unknown for rest all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: medically significant for device malfunction. Follow up was received on 07-mar-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 20-mar-2018 from the patient. Event nerve damage in leg was added. Start date, stop date, dose, frequency and indication were updated of synvisc one. Concomitant medications isosorbide mononitrate, omeprazole (prilosec), oxaprozin (daypro), levothyroxine sodium (levothyroxine) and fluticasone propionate/salmeterol xinafoate (advair diskus). Clinical course was updated. Text was amended accordingly. Additional information was received on 30-aug-2018 from patient. Medical history was updated. Event of liquid buildup in leg, leg cramps, dizziness, leg cramps very painful were added with details. Corrective treatment for fever was updated. Clinical course updated. Text amended accordingly.